Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient has a loss of connection. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) if follow-up, what type?: correction, unique identifier (UDI) # - correction.